Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the keypad contacts were contaminated. This report is made based on results of investigation completed on 04/21/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/21/2015 with the following findings: the display screen was found to be dim and discolored. The battery cap was damaged and was found to have a contact height defect. The contrast keypad button wasn¿t working and the rest of the keypad buttons were intermittently unresponsive. Contamination was found underneath all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).